Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient can¿t raise her settings to where she can feel them, on programs 1, 4 and 7 she can only go up to 0.3;  on program 3 she can only go up to 0.2 5 and on program 6 she can only go up to 0.5. It¿s only program 2 is working correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.